Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit for analysis. No definite signs of use were observed. The reported guide wire was not returned for analysis. No defects or anomalies were observed with the other returned components. A device history record review was performed and no relevant findings were identified. The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The guide wire was not returned; therefore, relevant inspections could not be performed. A device history record review revealed no relevant findings. Based on the customer report and without the guide wire returned for analysis, the potential root cause cannot be confirmed at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "on (B)(6) 2024,the swg is soft, it cannot be used together with the dilator when used on the patient. No harm for the patient." Additional information reports "the swg is easy to kink." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2024, the swg is soft, it cannot be used together with the dilator when used on the patient. No harm for the patient." Additional information reports "the swg is easy to kink." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).